Event description:
The clinical specialist (cs) reported that the analyzer appeared to "hang" when reading p and r waves and once the reading was taken for either, it would not change. Therefore, the cs to verify programmer version level and to try running the service diskette to see if that affects the programmer/analyzer operation. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.